Manufacturer narrative:
Service inspected the analyzer and performed troubleshooting including part replacement. No single part or parts could be determined the likely cause of the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. There have been no additional documented occurrences of discrepant results for (B)(6) since (B)(6) 2021. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased architect calcium result of 2.8 mg/dl for a patient sample ((B)(6)) on (B)(6) 2021 that retested at 9.1 mg/dl. The customer's normal range is 8.4 - 10.4 mg/dl. No adverse impact to patient management was reported.

Event description:
The customer observed a falsely decreased architect calcium result of 2.8 mg/dl for a patient sample ((B)(6)) on (B)(6) 2021 that retested at 9.1 mg/dl. The customer's normal range is 8.4 - 10.4 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.